Event description:
It was reported that the patient underwent a direct stenting procedure on (B)(6) 2009 with placement of a 2.5 x 15 mm xience v rx stent in the posterior lateral segment artery. On (B)(6) 2012, the patient experienced angina and was rehospitalized on (B)(6) 2012. An electrocardiogram was performed on (B)(6) 2012 and noted non-st elevation myocardial infarction. Cardiac enzymes performed on (B)(6) 2012 were elevated. Percutaneous coronary intervention was performed with a stent placed in the right coronary artery and balloon angioplasty in the 2nd right posterolateral artery. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, myocardial infarction (mi), and restenosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that no pre-dilatation was performed. It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.

Event description:
Subsequent to the initial medwatch report filed on (B)(6) 2012, additional clarification was received. The 2.5 x 15 mm xience v rx stent was implanted in the 1st right posterolateral branch. On (B)(6) 2012, the patient experienced angina and myocardial infarction. Although the patient underwent a revascularization procedure on (B)(6) 2012, no treatment was provided for restenosis of the 2.5 x 15 mm xience v stent. No additional information was provided.

Manufacturer narrative:
(B)(4).